Manufacturer narrative:
The pump displayed properly. No display anomaly was noted during testing. The pump gave a compromised force sensor alarm during the prime test due to a faulty force sensor resistor. Unable to perform the basic occlusion, occlusion, prime or excessive no delivery alarm tests due to the alarm. The pump passed the unexpected restart and self tests. All operating currents were within specification. No unexpected low battery or off no power alarms were noted. The pump was received with minor scratches on the display window, a cracked case at the display window corners, a cracked reservoir tube lip and cracked battery tube threads.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4). The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
Customer reported via phone call blank display anomaly on the insulin pump. Customer's blood glucose level was 175 mg/dl. Customer was advised to discontinue use of the device and revert to a backup plan. Customer was advised that the device would be replaced and agreed to return the product for analysis.